Manufacturer narrative:
The customer did not provide any patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was on-site after the event occurred and analyzed the laboratory's system's performance. Upon visual inspection the fse noted that there was foaming within the wash pump. The fse then replaced the wash valve components including the rotor, stator, gasket, washer, cap and motor. Post repair all verification testing passed within published performance specifications. The replaced parts were returned to the (B)(4) complaint handling unit (chu) laboratory for testing. Upon assembly in an access 2 immunoassay system the investigator also noted foaming within the fluid pathway from the wash pump piston to the fluidics manifold. Also, system check wash portion was performed with these parts installed which failed due to an elevated %cv (coefficient of variation) of 18% (reference range is 0.00-12.00%). Foam dispensed through dispense probes could compromise vessel washing capability and erroneous results for sandwich assays such as access accutni+3. In conclusion, a malfunction of the wash pump/valve components is the cause of the non-reproducible access accutni+3 results which led to one (1) patient being treated with an unknown medication.

Event description:
The beckman coulter (bec) field service engineer (fse) reported that the customer had obtained four (4) consecutive erroneously elevated troponin I (access accutni+3) results on the laboratory's access 2 immunoassay system (serial number (B)(4)). All four (4) patients initially resulted above the customer's access accutni+3 reference range. Repeat analysis of two (2) of the patients on the same access 2 immunoassay system continued to produce elevated access accutni+3 results above the customer's normal reference range. All four (4) patient samples were also analyzed on an alternate access 2 immunoassay system (serial number (B)(4)) and lower results within the customer's normal reference range were obtained. The initial elevated access accutni+3 results were released from the laboratory. There was a report of change to or impact to patient treatment as one of the patients was treated with an unknown medication due to the elevated access accutni+3 result obtained. The customer was unable to provide which patient was treated. System performance indicators such as qc (quality controls) and assay calibrations were performing within both the customer's established ranges and the assay's specifications prior to the event. The customer did not report any hardware issues, error messages or issues with other assays prior to the event. Upon visual inspection of the analyzer the fse did note foaming within the wash pump. The customer did not supply any information regarding sample handling or processing including collection or centrifugation information. There were no reports of sample integrity issues related to this event. A bec fse was on-site and inspected the analyzer after the event occurred.